Event description:
It was reported that the device was found to be in back-up vvi (bvv) mode with no high voltage therapy. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.